Event description:
The customer reported via phone call that their insulin pump was damaged on top of the reservoir compartment. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. Customer stated there was a plastic piece that was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.